Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found the luer hub has a crack during use on patient. Patient reported as fine post procedure.

Event description:
It was reported that: (B)(6)2023, the doctor found the luer hub has a crack during use on patient. Patient reported as fine post procedure.

Manufacturer narrative:
Qn#(B)(4) the report of a cracked luer hub was confirmed through complaint investigation of the returned sample. The customer returned one hem odialysis connector assembly for evaluation. Signs-of-use were observed on the returned device. The arterial hub was missing and not returned, and it was observed that a stopcock was glued onto the arterial extension line. Visual inspection of the connector revealed the venous (blue) luer hub was cracked at the threads. This damage was consistent with repeated overtightening of the hubs during use. A lab inventory syringe filled with water was attached to the blue extension line and flushed. Water was observed leaking out of the crack on the blue venous luer hub's threads. As per r & d unit, the product was not manufactured with a modification to the arterial line/luer hub, and that based on the customer photo and the device, the arterial line was most likely intentionally severed and modified by the user. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.